Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal drive motor latch was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.